Event description:
It was reported that there were concerns about this pacemaker's longevity as the device longevity decreased from two and a half years to four months within a year. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis.

Event description:
It was reported that there were concerns about this pacemaker's longevity as the device longevity decreased from two and a half years to four months within a year. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the device was returned for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. The returned ingenio device was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. A cross-functional investigation determined that the change in observed longevity is due to a mismatch between the actual battery voltage and the expected voltage according to the nominal model.

Event description:
It was reported that there were concerns about this pacemaker's longevity as the device longevity decreased from two and a half years to four months within a year. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to return for analysis. Subsequently, the device was returned for analysis.